Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer reported a b:30 scope communication error. In troubleshooting, the customer was told to clean the scope connectors of two scopes with 70% isopropyl alcohol. The customer was then asked to check the proper connection of the communication cable. The customer was then told to remove and replace the communication cable. The customer was able to clear the error. Verified that the scope was working and the error was cleared. As such, the device is not expected to be returned to olympus for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis exera iii video system center had a scope communication error. The issue was found during preparation for use. The therapeutic procedure was prolonged while a different system was being obtained. The procedure was completed with a similar device. There were no reports of patient harm.

Event description:
The following additional information was provided by the customer: the reported event occurred during an endoscopic ultrasound (eus) procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the reported error (b30) occurred due to dirt on the connector, etc. However, the root cause could not be determined. This supplemental report includes a correction to e3 from the initial medwatch. Also, additional information was received from the customer. B5 updated accordingly. Olympus will continue to monitor field performance for this device.